Event description:
It was reported that the ilet touchscreen did not respond on the lock screen, despite the device being powered on and visible, and it remained unresponsive after cleaning, wake-button recalibration, restart, and stylus testing. Symptoms included no clinical symptoms or changes in blood glucose control. Outcomes included no alerts or alarms, no adverse events, and device replacement with instructions provided for shutdown, return, and data handling. Investigation included guided troubleshooting, attempted recalibration, device restart, and assessment with a stylus. Investigation of the returned device revealed a touchscreen responsiveness failure consistent with user-related damage.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.